Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. It was noted that the shock impedance measurements had steadily been increasing. The lead measurements were checked again and it was decided to reprogram the shock impedance alert and continue monitoring the patient. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
(B)(4). This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. It was noted that the shock impedances had steadily been increasing. The lead measurements were checked again and it was decided to reprogram the shock impedance alert and continue monitoring the patient. No adverse patient effects were reported. The device remains in service. Additional information received reported that the device was later explanted and replaced due to normal battery depletion. It was noted there was right ventricular (rv) oversensing, pacing inhibition, and shock impedance measurements of greater than 125 ohms. No additional adverse patient effects were reported. The device has been returned for analysis.

Manufacturer narrative:
(B)(4). The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. It was noted that the shock impedances had steadily been increasing. The lead measurements were checked again and it was decided to reprogram the shock impedance alert and continue monitoring the patient. No adverse patient effects were reported. The device remains in service. Additional information received reported that the device was later explanted and replaced due to normal battery depletion. It was noted there was right ventricular (rv) oversensing, pacing inhibition, and shock impedance measurements of greater than 125 ohms. No additional adverse patient effects were reported.